Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to issues with sound quality. The patient converted to a percutaneous baha implant system during the same surgery.